Manufacturer narrative:
A field safety corrective action has been initiated by the manufacturer. Leica biosystems is issuing the field safety notice(fsn) to inform the customer about a field safety corrective action (fsca) that we are initiating, to address an issue we have experienced with our tissue processor, (B)(4).

Event description:
The affected device has an incorrect internal wiring to the remote alarm plug, which can cause the remote alarm to not function correctly in the case of an instrument failure. In case a customer have an instrument failure during processing and the customer currently rely on the remote alarm, the missing alarm signal could lead to suboptimal quality processing. In some cases, a re-biopsy of the patient could be necessary in order to obtain another viable tissue sample.